Event description:
It was reported that the patient was working out on an elliptical machine and they reported receiving several shocks from their implantable cardioverter defibrillator (ICD). The shocks were possibly due to atrial fibrillation with rapid ventricular response. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 693565 lead, implanted: (B)(6) 2013. (B)(4).